Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm hemosplit d/l catheter, along with following components: one tunneler with a loaded protective sheath, two introducer needles, one j-tip guidewire in a guidewire hoop, one 8fr dilator, one 12fr dilator, one scalpel and two end caps received for evaluation. Visual, microscopic, tactile and functional testing were performed. The sheath was not returned with the device. One fluoroscopic video was provided and reviewed. The catheter appears to have perforated the peal-away sheath such that contrast is delivered directly to the superior vena cava rather than distally through the sheath. Therefore, the investigation is confirmed for the reported failure to advance and identified material puncture/hole, and fluid leak. However, the investigation is inconclusive for the reported difficult to remove as no evidence was provided to determine any difficulty in removal of catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly didn¿t stuck but it was not moving ahead. It was further reported that the catheter was removed without much of a difficulty. The procedure was completed using another device. There was no reported patient injury.